Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in the development of peritonitis. The break in aseptic technique was further specified as the patient's pet was present in the room while peritoneal dialysis therapy was being performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient's cat was present in the room when the patient was performing therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. On the same date as onset, the patient began treatment with intraperitoneal vancomycin (once stat; dose not reported) and intraperitoneal fortaz (dose, frequency, and duration not reported). At the time of this report, the recovery status of the patient was unknown. Dianeal therapy was ongoing. Additional information is not available at this time.